Manufacturer narrative:
A photograph was provided for analysis, but the report is not yet available. However, it will be submitted within 30 days upon receipt. A product history review is expected but not yet available.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg sealant of a 5f mynxgrip vascular closure device (vcd) was totally outside the skin sitting on top of the skin and not down in the tissue track. Sealant was deployed to the proper site but it never was dislodged. Half of the sealant was still stuck inside the tamp tube like it never fully came out of it and when removing the device, it ripped away from what was on the femoral artery, pulling the sealant apart. The physician deflated the balloon, withdrew everything and held manual pressure for 20 minutes for hemostasis. There was no reported patient injury. The vcd was pulled to close the access site after a uterine fibroid embolization. A femoral angiogram was taken to verify positioning of sheath, calcification and size of artery. The device was stored and prepped according to the instructions for use (IFU) with a 50/50 contrast as the physician liked to watch the balloon come back. After prepping, the device was handed to the physician for insertion. The physician inserted the device before the white line. The physician did not like to go all the way to the white line and drew the balloon all the way back. The physician has done so many that he knows how far to insert so that the balloon is just past the distal end of the sheath. He proceeded to inflate the balloon under fluoroscopy. He proceeded to pick the black handle up at same angle as the 5f brite tip sheath and withdrew the sheath. Once he felt the second bump, he opened the sidearm of the sheath and relaxed tension. The physician got blood flow in the sidearm and then reapplied tension and flow stopped. This was his confirmation that the balloon was seated up against the arteriotomy causing hemostasis. He then grasped the grey shuttle and shuttled down to a hard stop. He then proceeded to marry the sheath and the shuttle back to the black handle. It was then the sealant was seen outside of the skin. The tech said, ¿that¿s strange, never seen that in all my time using these.¿ the procedure used a retrograde approach. The physician had achieved certification on the use of the mynx device. The vessel diameter was verified to be greater than or equal to 5mm in diameter by angiography. There was no vessel tortuosity in the iliac. The stick was in the center of the femoral head. There was no presence of pvd or calcium in the vicinity of the puncture site as confirmed by ultrasound. The advancer tube was held in place while removing the balloon from the access site. The vessel depth was not shallow depth to where the sealant would stick out. The patient had enough tissue track that it would not stick out. The physician shuttled to a hard stop and when the sheath was removed back to the handle, the white advancer tube was fully down and that is when he tamped for 30 seconds. Pictures of the device are available for evaluation but the device will not be returned as it was discarded and could not be retrieved.

Event description:
As reported, the peg sealant of a 5f mynxgrip vascular closure device (vcd) was totally outside the skin sitting on top of the skin and not down in the tissue track. Sealant was deployed to the proper site but it never was dislodged. Half of the sealant was still stuck inside the tamp tube like it never fully came out of it and when removing the device, it ripped away from what was on the femoral artery, pulling the sealant apart. The physician deflated the balloon, withdrew everything and held manual pressure for 20 minutes for hemostasis. There was no reported patient injury. The vcd was pulled to close the access site after a uterine fibroid embolization. A femoral angiogram was taken to verify positioning of sheath, calcification and size of artery. The device was stored and prepped according to the instructions for use (IFU) with a 50/50 contrast as the physician liked to watch the balloon come back. After prepping, the device was handed to the physician for insertion. The physician inserted the device before the white line. The physician did not like to go all the way to the white line and drew the balloon all the way back. The physician has done so many that he knows how far to insert so that the balloon is just past the distal end of the sheath. He proceeded to inflate the balloon under fluoroscopy. He proceeded to pick the black handle up at same angle as the 5f brite tip sheath and withdrew the sheath. Once he felt the second bump, he opened the sidearm of the sheath and relaxed tension. The physician got blood flow in the sidearm and then reapplied tension and flow stopped. This was his confirmation that the balloon was seated up against the arteriotomy causing hemostasis. He then grasped the grey shuttle and shuttled down to a hard stop. He then proceeded to marry the sheath and the shuttle back to the black handle. It was then the sealant was seen outside of the skin. The tech said, ¿that¿s strange, never seen that in all my time using these.¿ the procedure used a retrograde approach. The physician had achieved certification on the use of the mynx device. The vessel diameter was verified to be greater than or equal to 5mm in diameter by angiography. There was no vessel tortuosity in the iliac. The stick was in the center of the femoral head. There was no presence of pvd or calcium in the vicinity of the puncture site as confirmed by ultrasound. The advancer tube was held in place while removing the balloon from the access site. The vessel depth was not shallow depth to where the sealant would stick out. The patient had enough tissue track that it would not stick out. The physician shuttled to a hard stop and when the sheath was removed back to the handle, the white advancer tube was fully down and that is when he tamped for 30 seconds. Pictures of the device are available for evaluation but the device will not be returned as it was discarded and could not be retrieved.

Manufacturer narrative:
As reported, the peg sealant of a 5f mynxgrip vascular closure device (vcd) was totally outside the skin sitting on top of the skin and not down in the tissue track. Sealant was deployed to the proper site but it never was dislodged. Half of the sealant was still stuck inside the tamp tube like it never fully came out of it and when removing the device and it ripped away from what was on the femoral artery, pulling the sealant apart. The physician deflated the balloon, withdrew everything, and held manual pressure for 20 minutes for hemostasis. There was no reported patient injury. The vcd was pulled to close the access site after a uterine fibroid embolization. A femoral angiogram was taken to verify positioning of sheath, calcification, and size of artery. The device was stored and prepped according to the instructions for use (IFU) with a 50/50 contrast as the physician liked to watch the balloon come back. After prepping, the device was handed to the physician for insertion. The physician inserted the device before the white line. The physician did not like to go all the way to the white line and drew the balloon all the way back. The physician has done so many that he knows how far to insert so that the balloon is just past the distal end of the sheath. He proceeded to inflate the balloon under fluoroscopy. He proceeded to pick the black handle up at same angle as the 5f brite tip sheath and withdrew the sheath. Once he felt the second bump, he opened the sidearm of the sheath and relaxed tension. The physician got blood flow in the sidearm and then reapplied tension and flow stopped. This was his confirmation that the balloon was seated up against the arteriotomy causing hemostasis. He then grasped the grey shuttle and shuttled down to a hard stop. He then proceeded to marry the sheath and the shuttle back to the black handle. It was then the sealant was seen outside of the skin. The tech said, ¿that¿s strange, never seen that in all my time using these.¿ the procedure used a retrograde approach. The physician had achieved certification on the use of the mynx device. The vessel diameter was verified to be greater than or equal to 5mm in diameter by angiography. There was no vessel tortuosity in the iliac. The stick was in the center of the femoral head. There was no presence of pvd or calcium in the vicinity of the puncture site as confirmed by ultrasound. The advancer tube was held in place while removing the balloon from the access site. The vessel depth was not at a shallow depth to where the sealant would stick out. The patient had enough tissue track that it would not stick out. The physician shuttled to a hard stop and when the sheath was removed back to the handle, the white advancer tube was fully down and that is when he tamped for 30 seconds. One image was received for analysis and shows the distal section of the mynxgrip product. The sealant was visualized (swelled/exposed to blood) and noted to be stuck between the advancer tube and core wire. No other anomalies were noted. A product history record (phr) review of lot f2313801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device component¿ was confirmed by image analysis. The exact cause of the issue reported could not be determined with the information available. Handling factors may have contributed to the reported event. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal could dislodge the sealant from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.